Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate high voltage (hv) therapy for atrial fibrillation with rapid ventricular response (afrvr). Programming changes were made to restore normal parameters. The patient was stable.